Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they had a difficulty time finding the implanted neurostimulator (ins) when trying to recharge the ins and the recharger antenna (rtm) cord near the rtm coil would get hot to the touch when charging the ins since probably within the last 2 weeks. Pt noted they would eventually connect and recharge their ins with excellent quality and the rtm cord would no longer be hot to the touch. Pt confirmed they didn't see any error messages, but the rtm would make a "tick, tick, tick" sound (which was normal). The pt was helped inspect the rtm plug and controller port, but no visible damage was detected. The pt cleaned the rtm plug pins and controller port. Reviewed rtm placement when charging the ins. Pt was in a seated position and they initiated a charge session to their ins with excellent recharge quality. Pt noted the controller battery was at 100% and their ins battery was at 90% that increased from 80%. The pt was helped change their recharging speed from 4 to 3 to prevent the rtm cord getting hot to the touch when charging the ins. Pt then saw the "poor recharge quality, try again" message and was unable to charge the ins. The issue was not resolved. An email was sent to the repair department to replace the rtm.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Analysis of the 97755 recharger (rtm) (s/n (B)(4) revealed that there was a failure with the recharger and that a "no device found" message was seen and there was a recharger antenna failure; there was rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.